Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.